Event description:
It was reported that the patients battery will not hold a charge and it will take long to charge. The patient underwent an ipg replacement and was doing well post-operatively. The explanted device was discarded at the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.